Event description:
Reportedly, the device had been connected to a pt in full arrest. Following several appropriate no shock advised determinations, the device allegedly began to display connect electrodes. No additional event info was reported. Pt outcome was not reported. The facility indicated pt outcome was not affected by the use, due to a lack of pt viability.